Event description:
Occlusion alarms were reported with the customers refurbished replacement pump. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.